Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door 2 was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 failed, and it was unable to recover. The customer also stated that multiple drawers failed. The field service engineer (fse) inspected a drawer that had been failing intermittently. The fse had resolved the issue by reseating the latch sensor and verifying proper functionality. The system functioned as intended after the field service engineer repaired the device.